Event description:
Information received indicates the brake is very hard to set.

Manufacturer narrative:
The technician found the brake could not be set from the head end of the stretcher. The technician replaced the turnbuckle on the foot end brake linkage to repair the stretcher.